Manufacturer narrative:
This device is calssified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10nl. In the event reported the user stated that there is image disturbance during angulation. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided.